Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call multiple pump error alarms on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised the pump error 53 alarm recurred and this was the second time they experienced issues with this error. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the self test and the displacement test. No unexpected software error or the motor arm cannot communicate with the main arm alarms noted during testing however, the formatted history file confirmed software error and the motor arm cannot communicate with the main arm alarms, fault isolated to the electronic assembly. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report.

Event description:
Incident date has been changed to (B)(6)2018.